Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
A 112636 poly liner impactor is cross threaded and won't tighten down.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding damaged threads involving an impactor was reported. The event was not confirmed. Device evaluation and results could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other events for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
A 112636 poly liner impactor is cross threaded and won't tighten down.